Event description:
It was reported that all electrode chanels show increased impedances; however, still have status 'ok', except for one channel which has status 'hi'. The groundpath impedance is too high. The pt reported her sound perception being poor and intermittent.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow-up report.